Event description:
After placement of the PICC line, an x-ray was obtained and the PICC line had to be pulled back a few centimeters. Upon pulling back, the line broke off after the hub. The break occurred approximately less than half an inch from the wing tips on the hub that say bd. Remainder of the catheter was successfully removed by neonatal nurse practitioner (nnp) without incident.